Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion of the mesh, infections, pain and painful intercourse. No other info is available.